Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, as per work order performed under (B)(4) , serviced replaced uim (user interface module) and conducted an ovp (operational verification procedure). Unit is now fully operational at this time. Exact root cause is not determinable as issue is not confirmed.

Event description:
It was reported to vyaire medical that the avea ventilator had a black screen. A note was left on the unit indicating a black screen by the respiratory therapist. Furthermore, there was no information regarding patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.